Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2002 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh excision/revision on (B)(6) 2009 concurrently with mini arch sling implant due to genuine sui with hypermobile urethrovesical junction. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch # 2210968-2014-15741. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: 07/18/2012.(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced infection and urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that following insertion the patient experienced infection and urinary problems.